Event description:
Customer reported meter results of 429 mg/dl, 252 mg/dl, and 127 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. All strips used in this incident have been used, replacement was sent.